Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt indicated that stimulation was stopped after passing a security gate at the courthouse. After reprogramming, stimulation was effective again. The pt outcome was reported as: ok.